Event description:
On (B)(6) 2025, a patient received perceval plus valve pvf-m in aortic position. A pacemaker was implanted due to complete av block at unknown date post op. Manufacturer was informed that no further information will be provided.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since limited information is available, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval plus IFU.